Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. Two images were sent by the originator and show the same scene in different magnifications. The images show a surgical table with a set of instruments used for eye surgery on a blue drape. One of the shown instruments is a scissors as indicated by the provided report description. It is evident from the picture, that one of the scissor blades was broken off, which confirms the reported event. The breaking site is not shown in additional details, therefore no further assessment can be made and the root cause for the break cannot be identified. The concerned products were not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The concerned products were not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic scissor tip break inside the patient eye. The surgery was completed. There was no patient impact reported.